Event description:
It was reported that during a device change-out procedure, it was seen on fluoroscopy that the left ventricular lead had dislodged and was in the atrium. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.